Manufacturer narrative:
Additional information received: the endurant cuff was implanted on the 20th of mar 23 to treat a ia endoleak that was present on a non mdt bifurcate stent graft. The endurant cuff did not fully resolve the type ia endoleak so the physician then implanted the endoanchor. The endoanchor did appear to resolve the leak . The endoleak post the implant of the endurant aortic cuff extension was presumed to be due to a combination of angulation, short seal and calcium in the seal zone. Correction to b1: updated to adverse event and product problem medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchor systems were used during the treatment of a suspected type ia endoleak in a endurant cuff . It was reported during the index procedure, after the successful implant of one endoanchor the applier broke an endoanchor. An additional applier was opened and used however when attempting to drive the endoanchor again in the same location an endoanchor again broke. One of the broken endoanchors was left in the patient¿s aorta and the other broken portion that wasn¿t driven in the graft remained in the applier. The physician was able to remove the broken endoanchor from the applier outside of the patient. Per the physician the cause could not be determined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: sa-85, serial/lot #: (B)(4), ubd: 03-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.